Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, 3.5 years post-implantation the patient was revised due to pain associated with a bone spur. The bone spur was removed during surgery, and the articular surface was exchanged to allow surgical access. Only the articular surface component was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: bone spurs (osteophytes) are extra growths of smooth bone that form along joints or bone edges, often as a response to joint damage, arthritis, or repetitive stress. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Conservative treatment is typically used and, if necessary, surgical treatment will be used for excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Exchange of the polyethylene liner was performed as a standard procedure to allow surgical access and revised without allegations against the polyethylene liner prior to the exchange. Root cause of the reported event is determined to be not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.